Manufacturer narrative:
(B)(4). This customer reported a failure to discharge during a pt event. There is not yet any info available regarding the device behavior and pt outcome. We have requested add'l info including any ECG strips. The device is being returned to philips for eval. This complaints is still being investigated. A f/u report will be submitted after philips obtains more info about this event.

Event description:
This customer reported a failure to discharge during a pt event.